Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device change out, the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. When the lead was inserted into the device header, the setscrew broke and damaged the grommet and the wrench was not able to fixate the device setscrew with the lead. The device setscrew was idle when attempted to turn with the wrench. The device was removed from implant and a new device was implanted. No patient complications have been reported as a result of this event.